Event description:
Pt underwent left rotator cuff repair in 2002. One of the biodegradable implants dislodged and was palpable under the subcutaneous tissue. This was causing the pt limited range of motion. Pt returned to surgery 21 weeks later and underwent removal of the palpable screw implant head.

Event description:
Add'l info rec'd from MFR 11/5/02: the model number (part#) is ar-1921b (headed bio-corkscrew) and the lot# was never provided by medical center.